Event description:
It was reported that some time after implantation of a vena cava filter, the filter penetrated the ivc wall, damaging the right ureter. Reportedly, "the patient underwent an extensive open removal of the inferior vena cava (filter) with vena cava reconstruction and repair of the right ureter." The current status of the patient is unknown.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.